Event description:
Customer reported a low blood glucose level of 23 mg/dl, which required an emergency room visit and subsequent hospitalization. The customer suffered a broken nose from falling, but no permanent damage was identified. Treatment with intravenous fluids resolved the issue, and the customer was released from the hospital after three days. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.